Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected. High powered visual inspection of the header and lead barrels noted no irregularities. All seal plugs were found to be intact. Setscrews moved freely in both directions when tested. Seal ring marks indicated full lead insertion in all lead barrels. Pin gage testing was performed, which showed that barrel measurements were within specifications. The ICD passed all electrical tests and no noise was noted on the electrograms (egms) during testing. The ICD met specifications in all areas tested and the allegations from the field were not able to be confirmed with testing.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) experienced noise, which resulted in oversensing and pacing inhibition. Reportedly, the pacing inhibition did not result in asystole. The rv lead was surgically abandoned and the ICD was explanted and replaced. No additional adverse patient effects were reported.